Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was being placed on the power module and system monitor, a controller clock not set alarm was displayed. Upon interrogation, low voltage advisories were present. The patient reported falling asleep on battery power. A pump stop was also suspected due to the controller clock requiring a reset. Log files confirmed controller clock corrupt events and that the clock was reset due to power loss on (B)(6) 2022.

Manufacturer narrative:
Section b2: hospitalization - initial or prolonged was incorrectly selected in previous report. Manufacturer's investigation conclusion: analysis of the submitted log files identified controller clock corrupt alarms, indicating a total loss of power to the system controller. The controller event log file contained (B)(4) lines of data from (B)(6) 2000 through (B)(6) 2000. The inaccurate date corresponded with clock invalid controller fault flags and controller clock corrupt alarms. A specific cause for the controller clock reset could not be conclusively determined through this evaluation as the log file did not capture the onset of the event; however, this finding could have been the result of a total loss of external power to the system controller and depletion of the controller¿s internal backup battery before the events captured in the log file. A total loss of power to the system controller would have resulted in a pump stoppage. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 2, ¿system operations¿, states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 2 also states that every heartmate 14 volt lithium-ion battery has its own on-battery gauge, which shows the power level for that battery. The system controller battery power gauge shows information about a combined source of power using four green bars. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. If the yellow diamond or the red battery illuminate, the system¿s power level is dangerously low and prompts a low battery power alarm. If either of these symbols illuminate, the IFU instructs the user to immediately replace the depleted batteries with a fully charged pair of batteries or switch to the power module or mobile power unit. Section 3 of the IFU, ¿powering the system¿ (under switching power sources), contains information on how to switch from battery power to the power module and mpu. Section 6 of the IFU, ¿patient care and management¿, also includes a section on ¿preparing for sleep¿, which details the steps patients should take when going to sleep, including switching to the power module or mobile power unit. This section further states that if a patient falls asleep during battery-powered operating, the low battery alarms may not awaken the patient before battery depletion. The patient handbook contains the same warnings and steps the patient should take when going to sleep in section 2, ¿how your pump works¿ (under ¿system controller power cable connectors¿), section 3, ¿powering the system¿ (under ¿when to connect to the mobile power unit¿), and section 4, ¿living with the heartmate 3¿ (under ¿sleeping¿). Section 3 of the patient handbook also details how to check a battery's charge level, how to replace low batteries with fully charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.